Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after having a fall, the patient lost therapy. It was confirmed that all contacts had high impedance above 7000 ohms. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.